Event description:
On (B)(6) 2012, the patient reported that a few weeks ago he felt wetness at the infusion site and found the cannula was pulled out of his body. He stated this happens once every 6 weeks. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.